Event description:
Reporter indicated that the site's handheld computer was freezing, and that it registered an error, and will no longer work. Attempts to have the handheld computer and the associated software returned for analysis have been unsuccessful to date.